Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032385) on (B)(6) 2014. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ("if I hold my urine for a length of time I have severe pain in the sides of my stomach/ severe and persistent stabbing pain in my stomach"), back pain ("severe lower back pain (essure made this pain much worse)/ chronic back pain (aching)"), abdominal distension ("severe bloating in my abdomen"), flatulence ("consistent gas"), headache ("headaches"), abdominal pain ("stabbing pains in the sides of my abdomen and cramping"), polymenorrhoea ("menstruate every two weeks"), premenstrual syndrome ("have pms every other week"), fatigue ("tired") and musculoskeletal discomfort ("feels like I have bruises on the sides of my hips") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 4 (on (B)(6) 1986; (B)(6) 1987; (B)(6) 2006 and (B)(6) 2013). Previously administered products included for birth control: birth control pills in 1988 and birth control pills in 1988. Past adverse reactions to the above products included acne with birth control pills; and weight increased with birth control pills. Concurrent conditions included nickel sensitivity, overweight, thyroid activity decreased and low back pain. Concomitant products included levothyroxine in 2006 for thyroid activity decreased. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal distension (seriousness criterion medically significant) and flatulence (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced back pain (seriousness criterion medically significant) and arthralgia ("joints pain (aching)"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe and persistent stabbing pain in my vaginal area") (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), polymenorrhoea (seriousness criterion medically significant), musculoskeletal discomfort (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("painful sex"), thyroid function test abnormal ("elevated thyroid levels/ had an underactive thyroid but had always had stable thyroid levels until she got essure"), breast pain ("breast pain and tenderness (swollen and painful breasts)"), breast tenderness ("breast pain and tenderness (swollen and painful breasts)"), breast swelling ("breast pain and tenderness (swollen and painful breasts)"), abdominal pain lower ("stabbing pains in the sides of my abdomen and cramping"), menorrhagia ("heavy periods"), cyst ("cysts on my body"), loss of libido ("loss of libido"), myalgia ("achy muscles"), tooth disorder ("dental problems"), visual impairment ("vision problems"), anxiety ("mental anguish"), inflammation ("inflammation in my body"), gluten sensitivity ("gluten sensitivity"), allergy to metals ("allergy to nickel/ sensitivity to nickel all of her adult life") with hypersensitivity, erythema, pruritus and dermatitis, unevaluable event ("distended") and mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"). On an unknown date, the patient experienced headache (seriousness criterion medically significant), premenstrual syndrome (seriousness criterion medically significant) with mood swings and depression and fatigue (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe and persistent stabbing pain in my vaginal area") (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), polymenorrhoea (seriousness criterion medically significant), musculoskeletal discomfort (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("painful sex"), thyroid function test abnormal ("elevated thyroid levels/ had an underactive thyroid but had always had stable thyroid levels until she got essure"), breast pain ("breast pain and tenderness (swollen and painful breasts)"), breast tenderness ("breast pain and tenderness (swollen and painful breasts)"), breast swelling ("breast pain and tenderness (swollen and painful breasts)"), abdominal pain lower ("stabbing pains in the sides of my abdomen and cramping"), menorrhagia ("heavy periods"), cyst ("cysts on my body"), loss of libido ("loss of libido"), myalgia ("achy muscles"), tooth disorder ("dental problems"), visual impairment ("vision problems"), anxiety ("mental anguish"), inflammation ("inflammation in my body"), gluten sensitivity ("gluten sensitivity"), allergy to metals ("allergy to nickel/ sensitivity to nickel all of her adult life") with hypersensitivity, erythema, pruritus and dermatitis, unevaluable event ("distended") and mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"). On an unknown date, the patient experienced headache (seriousness criterion medically significant), premenstrual syndrome (seriousness criterion medically significant) with mood swings and depression and fatigue (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol), ibuprofen, analgesics, surgery (hysterectomy with essure removal), surgery (hysterectomy with essure removal), alternative therapy (chiropractic treatment for lower back pain) and alternative therapy (vision problems requiring her to get glasses). Essure was removed in 2013. In 2013, the abdominal pain upper and vulvovaginal pain had resolved. At the time of the report, the back pain, abdominal distension, abdominal pain, polymenorrhoea, musculoskeletal discomfort, weight increased, dyspareunia, thyroid function test abnormal, breast pain, breast tenderness, breast swelling, abdominal pain lower, menorrhagia, cyst, myalgia, tooth disorder, visual impairment, anxiety, inflammation, gluten sensitivity, allergy to metals, unevaluable event and mental disorder outcome was unknown, the flatulence, headache, premenstrual syndrome and fatigue outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, breast pain, breast swelling, breast tenderness, cyst, dyspareunia, gluten sensitivity, inflammation, loss of libido, menorrhagia, mental disorder, myalgia, thyroid function test abnormal, tooth disorder, unevaluable event, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain, fatigue, flatulence, headache, musculoskeletal discomfort, polymenorrhoea and premenstrual syndrome with essure. The reporter commented: on plaintiff fact sheet (pfs) that she have not been tested for autoimmune disorder. She have not been tested for nickel or any other component of essure but she cannot not wear jewelry containing nickel as it makes her skin very itchy, red, and inflamed. She had this sensitivity to nickel all of her adult life. Many of her symptoms remain even after essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet - new reporter; demographic data; medical history and concomitant conditions; concomitant medications; essure indication; essure removal date; new adverse events (pain in vagina,weight gain,painful sex,elevated thyroid levels,breast pain and tenderness (swollen breasts),heavy periods,cysts on body,loss of libido,achy muscles,dental problems,vision problems,mental anguish,inflammation in body,gluten sensitivity,allergy to nickel,hypersensitivity reaction/ nickel makes skin very itchy,red,and inflamed,distended,essure caused or aggravated her psychiatric/ psychological conditions, and not undergo essure confirmation test); and drug/non-drug treatments. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.